Event description:
It was reported that during the procedure the tip of the driver and the tip of the torque wrench broke off with final tightening of the plugs and final adjustment. There was a greater than thirty minute delay to replace the driver and wrench. This is report one of two.

Manufacturer narrative:
The torque indicating wrench was evaluated. The tip was found to be fractured as reported. It is possible that an off-axis force was applied while in use or that the driver was improperly seated with the screw head, increasing stresses while torquing, leading to tip fracture. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00423.

Event description:
It was reported that during the procedure the tip of the driver and the tip of the torque wrench broke off with final tightening of the plugs and final adjustment. There was a greater than thirty minute delay to replace the driver and wrench. This is report one of two.